Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had under-sensing. It was noted that the under-sensing appears to be causing the cardiac resynchronization therapy defibrillator (crt-d) to falsely record a ventricular tachycardia (vt) episode in the monitor zone. This false detection could potentially lead to inappropriate shock. Reprogramming was done, which caused far field r-wave (ffrw) over-sensing on the current electrograms (egm). The device and lead remain in use. No patient complications have been reported as a result of this event.